Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A facility reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, the image was flickering between green static, a clear picture, and complete disconnection. They switched to a different glidescope system, but the problem persisted. Swapping out the titanium reusable blade reportedly fixed the green static issue, yet the image still disconnected and showed blackness intermittently. The facility reported isolating the issue to the titanium reusable blade. No delay in the procedure or harm to the patient was reported.